Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Additionally, loss of capture (loc) was observed, however, no asystole occurred. A routine device replacement procedure was performed. The lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure. The explanting facility retained the device, and it was not expected to be returned for reliability analysis.